Event description:
The customer observed a falsely decreased sodium (na) and falsely elevated potassium (k) results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136-145 mmol/l, for k is 3.5-5.1 mmol/l): sample ID (B)(6) , initial na result, on (B)(6) 2023, was 117, repeats were 138 and 137 mmol/l. Sample ID (B)(6), initial na result, on (B)(6), was 118, repeats were 120 and 140 mmol/l; initial k result was 8.1, repeats were 5.4 and 3.7 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium and falsely elevated potassium results on the alinity c, serial number (B)(6) . Through an extensive investigation, the fsr found the cable, ict to ict preampsyr, part number c-35016756-01, needed to be rerouted to ensure it was not rubbing the back plate, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. Medical device problem code annex a was updated from (B)(6) to (B)(6) .

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) and falsely elevated potassium (k) results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136-145 mmol/l, for k is 3.5-5.1 mmol/l): sample ID (B)(6) initial na result, on (B)(6) 2023, was 117, repeats were 138 and 137 mmol/l. Sample ID (B)(6) initial na result, on (B)(6), was 118, repeats were 120 and 140 mmol/l; initial k result was 8.1, repeats were 5.4 and 3.7 mmol/l. There was no impact to patient management reported.